Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: synergy ous mr 4.00 x 20mm stent delivery system was returned for analysis broken into 2 sections. An examination (visual and via scope) of the crimped stent identified stent damage. Damage was noted to the 4th most distal stent strut row with struts lifted and bend back in a distal direction. The undamaged crimped stent outer diameter within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 21cm distal to distal end of the strain relie. Multiple hypotube kinks were noted along the hypotube. A visual and tactile examination of the shaft polymer extrusion found an outer shaft polymer extrusion kink, 6cm proximal to the distal end of the tip. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the severely tortuous right coronary artery. A 4.00 x 20mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the device was having difficulty approaching the lesion. The physician tried many times but it was found that the catheter shaft broke into two pieces. The shaft broke about 30cm from the hub. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the severely tortuous right coronary artery. A 4.00x20mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the device was having difficulty approaching the lesion. The physician tried many times but it was found that the catheter shaft broke into two pieces. The shaft broke about 30cm from the hub. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.